Event description:
It was reported that following placement of the subject device in the coronary sinus the surgical team attempted to deliver an initial dose of cardioplegia solution into the coronary sinus. The surgeon observed that the auto-inflating cannula balloon inflated to a larger size than they normally observed with this cannula and examined the coronary sinus. At that time the surgeon observed a tear in the coronary sinus. The surgeon repaired the tear by suturing it closed. Following this repair a new cannula was inserted and retrograde cardioplegia delivery was once again attempted. This time delivery was successful and uneventful. The cardiac surgical procedure was then completed without further complications. The pt was reported to be doing fine.